Manufacturer narrative:
A device history record review did not identify any issues that could be related to the reported issue. Analysis of the returned device found that the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of metal cap. The distal part of the glass cap is detached and not returned. The glass cap exhibits severe devitrification at output window. The metal cap exhibits mild char on surface. The outer flow tubing open end exhibits minor scratch marks. Cap wear was accelerated due to heat accumulation caused by anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. This would cause reduced vaporization efficiency. Cap wear acceleration lead to the possibility of glass cap fracture. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. Based on device analysis, the potential for forward firing may exist. An evaluation conclusion code of known inherent risk of the device was assigned to this investigation.

Event description:
Analysis of the returned device found a circumferential fracture on the distal side of the fusion zone, this can potentially result in forward firing of the fiber. Additionally the distal part of the glass cap was detached. There was no reported clinical consequence to the patient.